Manufacturer narrative:
This selection was made in error and there was no patient injury or death. This report is being submitted to update this to product problem.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. It was reported that the device broke into two pieces. There were no anomalies noted during the prep of the device. There was no damage noted to the box, pouch, hoop or balloon sleeve and there was no difficulty removing the balloon sleeve. There were no kinks noted on the device prior to use. The patient was being treated for critical limb ischemia. The intended treatment site was the right anterior tibial artery. The length of the lesion was 150mm. There are no details available regarding patient anatomy. There were no stents present within the treatment site or tracking path. A contralateral approach was made. A cordis brite tip 6f, 55cm introducer sheath and a cook .014 roadrunner guidewire were used. The device reportedly snapped in two close to the exit port when attempting to advance the device over the guidewire and into the sheath. The separation was noted before the device was inserted into the sheath. The device was not inserted into the patient and was not inflated. The procedure was completed using another device. There was no patient injury reported. The lot history records have been reviewed with special attention to the manufacturing and inspection of this product. The device was found to have met specifications prior to shipment. No manufacturing anomalies were identified that may have caused or contributed to the reported event. This is the first event reported for this lot number and issue to date. The device was returned for evaluation. The device was returned for evaluation. The device was returned in two pieces. The first piece measured 130mm from the strain relief. The hypotube was returned in two pieces. On piece one a bend was located at the exit of strain relief. A kink was noted 70mm from the strain relief. On piece two there were six moderate bends located along the hypotube. There was a bend midway through on the transition outer. Squeezed impressions were observed on the inner 40mm from the proximal end. No functional examination was carried out on the device as this was not applicable to the complaint. The result of the investigation is confirmed. Based upon the available information and investigation carried out of the returned device a definitive root cause cannot be determined. There are no details available regarding patient anatomy. It is possible that patient factors, handling or procedural techniques may have contributed to the reported event. Based on trending analysis performed no additional action is required at this time. The IFU states: device description: the sleek® percutaneous transluminal angioplasty (pta) peripheral catheter; family comprise a range of sizes of rapid exchange catheters for peripheral; angioplasty. The catheter¿s proximal tubing is 304v stainless steel and the distal; coaxial tubings are nylon co-polymer blend. The lumen of the shaft is used for the purpose of inflating and deflating the balloon. A second lumen at the tip is used for advancing the guidewire. To locate the balloon under fluoroscopy platinum iridium marker bands are provided at the shoulders of the balloon for all sizes. The proximal end of the catheter is provided with a transparent hub which allows easy observation of air bubbles. The hub is designed to facilitate easy removal of air bubbles during the preparation of the balloon. The silx¿ coating is a silicone coating which provides improved lubricity to the balloon shaft. A 0.014¿ (0.356 mm) guidewire is recommended for use with the sleek® catheters. Indication for use: the sleek® catheters are intended for balloon dilatation of the femoral, popliteal and infra-popliteal arteries. These catheters are not designed to be used in the coronary arteries. Directions for use: remove the balloon sleeve by first withdrawing the shipping mandrel slightly and then slowly removing the sleeve while holding the catheter as close to the balloon as possible. If any resistance is felt, or if any stretching of the catheter is observed while removing the balloon sleeve, the product should not be used. The catheter should then be inspected for bends, kinks or stretched portions. Do not use if product damage is evident. Prepare a mixture of contrast medium and normal saline as per normal procedure. (Recommended 25%/75%) attach a stopcock and a 20 ml syringe half filled with the contrast solution to the balloon port. Point the syringe nozzle downward and aspirate until all air is removed from the balloon. Turn the stopcock off and maintain the vacuum in the balloon. Purge the catheter through lumen thoroughly. Reinserting the balloon into the balloon sleeve may damage the balloon or catheter. (B)(4).

Event description:
It was reported that the device broke into two pieces. There were no anomalies noted during the prep of the device. There was no damage noted to the box, pouch, hoop or balloon sleeve and there was no difficulty removing the balloon sleeve. There were no kinks noted on the device prior to use. The patient was being treated for critical limb ischemia. The intended treatment site was the right anterior tibial artery. The length of the lesion was 150mm. There are no details available regarding patient anatomy. There were no stents present within the treatment site or tracking path. A contralateral approach was made. A cordis brite tip 6f, 55cm introducer sheath and a cook .014 roadrunner guidewire were used. The device reportedly snapped in two close to the exit port when attempting to advance the device over the guidewire and into the sheath. The separation was noted before the device was inserted into the sheath. The device was not inserted into the patient and was not inflated. The procedure was completed using another device. There was no patient injury reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Receipt of the device is pending. The investigation is currently in progress. Not returned.

Event description:
It was reported that the device broke into two pieces. The device reportedly snapped in two close to the exit port when attempting to advance the device over the guidewire and into the sheath. There was no patient injury reported.